Manufacturer narrative:
(B)(6). PMA/510(k): not exempt, preamendment . (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the hub of a cook access plus luer-lock high-volume infusion introducer set detached from the cannula while inside the patient. The cannula went down the leg of the patient and had to be surgically removed. A patient was put on v-a ECMO at 0500 on (B)(6) 2020 for cardiogenic shock post mi with failed thrombolysis. The introducer and guidewire were inserted into the patient "uneventfully" in (B)(6) before the patient was transferred to (B)(6). The sheath was being used as a backflow cannula to provide distal blood supply to the patient's right leg. The device was initially placed in the right femoral artery. Shortly after arriving at (B)(6), the hub and 3-way tap separated from the body of the backflow cannula, which then started to "embolize" down the patient's leg. The cannula was surgically removed by a vascular surgeon. The device was in place for about 8 hours before it came apart. No other devices were placed through the sheath.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6 ¿ method code: (4114) device not returned. Investigation - evaluation (B)(6) informed cook on (B)(6) 2020 of an incident at (B)(6) hospital - darlinghurst involving a cook access plus luer-lock high-volume infusion introducer set [rpn: c-fssi-9.0-35-j-10.5]. On (B)(6) 2020, the cannula detached from the hub and went down the leg of the patient. It was surgically removed by a vascular surgeon. A review of the manufacturing instructions (mi), drawing and quality control, as well as a visual inspection of imaging of the device was conducted during the investigation. While the complaint device was not returned to cook, an image of the hub of the device was provided. No shaft of the device can be seen in the image, indicating the shaft detached from the hub. There is no evidence to suggest that product was not manufactured to current specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to a lack of lot information provided by the user facility. The device's design history files (dhf) were reviewed and the risks associated with these devices are acceptable when weighed against the benefits. Due to this, there is no evidence that non-conforming product exists either in house or in field. Based on the information provided, no product returned, and the results of the investigation, a root cause was traced to the device's design being inadequate for its purpose. This device has since been obsoleted due to corrective and preventative action results. A field action request confirmed no internal or external containment. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.